Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the load process, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer indicated no prior reports of cartridge alarm 30, although consecutive cartridge alarms were confirmed. As a resolution, a replacement pump was sent, and the customer continued to use the current pump as backup therapy. Instructions were provided to place the pump into storage mode before returning it, and the caller acknowledged the steps required upon receiving the replacement pump.